Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. The aortic neck was 1 cm long, conical in shape, 20 to 24 mm in diameter, and angulated 45 degrees with mild calcification. It was reported that the implant of the talent bifurcated stent graft went well without issues; however, a slight proximal type I endoleak was present. The physician elected to balloon the stent graft several times, but the endoleak was still present. The endoleak is still present approximately 1 month post-operatively, and an intervention with a cuff is planned for a later date. No additional clinical sequelae were reported, and the patient is stable.

Manufacturer narrative:
Eval codes - results: endoleak. Conclusion: short, angulated, conical-shaped aortic neck.